Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility. The fse repaired and verified the equipment according to original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted when additional information becomes available.

Event description:
The customer reported the endoscope reprocessor had hairline cracks on the lid, the lid was separating, and the screws were deteriorating. It was reported the problems were first noticed during pre-test/loading. The customer reported the equipment is inspected ensure the lid is not damaged and that the packing is not separated or detached from the lid. The customer further reported that there were no error codes, no sensors went off, no leaking was noticed, the minimum effective concentration is checked daily, no problems were noted during preventative maintenance in (B)(6) 2020, and there were no observations from the last in-service in the (B)(6) 2020 timeframe. As reported, there was no patient involvement in this event. The customer is also not aware of any patient infections or scopes with positive cultures as result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) was conducted. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. Possible causes include the user impacting the lid with a hard object or deterioration due to aging. The following statements in the IFU may help the user detect the reported issues: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.